Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Device not returned.

Event description:
It was reported that an incomplete bolus alert was received. The customer did not understand what the incomplete bolus alert meant, and delivered an unneeded 0.1u bolus. During troubleshooting with tandem technical support, the customer was instructed on how the incomplete bolus alert functions. The customer's blood glucose (bg) level was not impacted.